Event description:
Per contact, the dome of the button detached as the family member was giving pt a shower. The button had been placed in 11/03. The dome detached two month later, and doctor advised them that the dome would pass.